Event description:
It was reported that intermittent audio output occurred. The patient was driving home when he started to feel ¿not right¿ and had difficulty seeing. The patient was able to pull into his driveway and does not recall much after that. He stated he was assisted by his neighbor who got him out of the car and called emergency medical services (ems). The paramedics performed a blood glucose (bg) which was 0.7 mmol/l and administered IV glucose. The paramedics had removed the patient¿s jacket which had the receiver in the pocket then transported the patient to the hospital without his jacket and receiver. He was released from the emergency department (ed) a few hours later. The patient could not recall the last value he observed on his receiver prior to or while driving home. The event occurred two days after the sensor had been inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.